Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The battery indicator signified that it is time for device replacement. Elective replacement indicator (eri) triggered on (B)(4) 2016. Noted that ventricular capture management trends shows gradual increase of average threshold from 0.875 volts up to 2.5 volts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was suspected of reaching elective replacement indicator (eri) early due to high output from capture management. The device was explanted and replaced. It was further reported that the right ventricular (rv) lead exhibited high thresholds and impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.